Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a sales representative via sems-(B)(4) that an ar-9597-10 angled reamer sleeve was cold welded together with an ar-9676 angled reamer drive shaft. The case was completed with no further information provided. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/17/2024: the case was completed by opening a backup set of instruments. No adverse effects on the patient. There was a case delay of five minutes.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9597-10 batch 37622035, was received for investigation. The mating part, ar-9676, was received stuck inside. Visual evaluation noted abrasion marks around the shaft and in the collar sleeve. The shoulder of the ar-9676 is sitting flush against the sleeve. Functional testing was not possible due to the condition of the devices - it was not possible to measure the ID of the sleeve or od of the reamer. The most likely cause is attributed to misuse due to interference with the mating instrument.